Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded by the facility.

Manufacturer narrative:
Device history record review - reviewing the device history record and performing a root cause analysis, there is no evident cause identifiable on what the root cause to this complaint is. The manufacturing process of the lens has been absolved and is not related to the root cause. Based on the available information being provided from the facility, quality engineering concludes that the root causes to the capsule tear is unknown. Based on the complaint history, work order search and device history record review, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review: od: reportedly intraoperative lens removal and exchange was performed to address small capsular tear noted upon lens insertion (single piece collamer lens). Incision was enlarged for lens removal and another staar lens (three-piece iol) was successfully implanted. No reported postoperative sequelae. It should be noted that, even though the event was attributed to the device, tear in the posterior capsule is usually procedure related and occurs during phacoemulsification. The tear is not noticeable until the surgeon inserts the lens and capsule stretches showing the defect. Also, patient related factors (type of cataract such as posterior polar or black cataract, anatomy issue such as deep orbit or small eye) could have caused or contributed to the event. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of capsule tear could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. A small capsule tear was noted and the capsule bag would not hold the lens. The incision was enlarged and the lens was removed. A staar 3-piece lens was implanted. Stated lens was cause of this incident. The facility discarded the lens.